Event description:
Customer reported the system is deleting saved images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software and configuration files. System operates as intended.